Event description:
(B)(4). The patient's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. (B)(4).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced abdominal pain, dysuria, urinary frequency, urinary urgency, hematuria, infection, odor, recurrence of stress urinary incontinence, urinary retention, urine leakage, escherichia coli/bacteria in urine (bacterial infection), odor to urine, blood in urine (hematuria), calcium oxalate crystals/cloudy appearance/protein/nitrite/leukocyte esterase/white blood cells in urine, heaviness in bladder, bladder spasms (muscle spasms), suprapubic tenderness, weight gain (weight fluctuations), cystitis (inflammation), recurrent bladder/urinary tract infections (uti), depression, nausea, vaginal dryness, osteopenia, mixed/urge incontinence, myalgia, reddened/inflamed bladder urothelium (erythema), pain, unspecified urinary problems, recurrence, dyspareunia, vaginal scarring, unspecified bowel problems, bleeding, unspecified neuromuscular problems, low back pain, difficulty holding back urine, dysfunctional voiding, large post-void residuals, double voiding, irritating incontinence (irritation), weak levator muscles/pelvic floor weakness, muscle tenderness, adhesions, incomplete emptying, scar tissue, restricted pelvic musculature, intrinsic sphincter deficiency, limited tissue mobility, alternating diarrhea/constipation, headaches, short-term memory loss, anxiety, insomnia (sleep disturbances), hot flashes, night sweats, and required additional surgical and non-surgical interventions.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced internal and external hemorrhoids, episodic urge, dysfunctional voiding with variable bladder emptying, unexplained right back pain and left greater than right upper leg pain, vagifem therapy, continue kegels, leaking worse, pushing to initiate urine stream, post micturition dribbling, slight burning and pain with urination, pelvic floor muscle hypertonicity and weakness, poor awareness of healthy bladder habits, sacroiliac dysfunction, low back and hips peripheral joint impairments may be contributing to pelvic floor dysfunction biofeedback training, urine with strong odor and urgency treated with ciprofloxacin, physical therapy, pelvic therapy, home exercise program, scar tissue restrictions, orthotics from low back pain, cystourethroscopy with biopsy and fulguration, erythematous lesion of urothelium biopsied, mild stress urinary incontinence due to intrinsic sphincter deficiency related to scarring, chronic detrusor overactivity; atrophy, dysuria treated with septra, urinary tract infection treated with cephalexin, gross hematuria, using two to three pads per day, mild symmetric hip osteoarthritis, moderate degenerative changes in the lumbar spine; bowel incontinence, incomplete bladder emptying, atonic bladder, self intermittent catheterization, full incontinence of feces, pelvic pain, rectocele, atrophic vaginitis, attenuation of the left puborectalis muscle near its insertion with the pubic bone, partial or possible complete tear of the left puborectalis muscle per magnetic resonance imaging (MRI) and x-ray computed tomography (CT) scan confirmation of duplicated right renal collecting system including the ureters to the level of the urinary bladder, and high suspicion of 1x2mm stone at the left uterovesical junction, chronic pelvic and vaginal area pain, neuromuscular issues, pain during intercourse, recurrence of prolapse, vaginal bleeding, vaginal discharge, difficulty walking and working out due to pain and discomfort, frequent bathroom breaks, bowel perforation, cystocele and sporadic shooting pains in vaginal vault.